Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3023, product type: implantable neurostimulator. Product ID: 3095, product type: extension.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a consumer had redness/allergic reaction. Nothing known to have contributed to the event. Troubleshooting included blood tests, CT scan, and surgery. It was noted that the consumer had her device replaced with another device in order to place the device on her stomach. After the surgery, the consumer had redness on the site of the former pocket. She was treated with clindamycin (tablets) and due to continued redness she was treated with cefuroxime (intravenous). The redness continued, and a CT scan was done, which showed fluid in the pocket area. The hcp thought it was an abscess, and made an incision, and it was only fluid no inflammation. After the surgery, the consumer sometimes has redness on her body. Blood tests are described as normal. The consumer¿s medical history included incontinence. There were no further complications reported and/or anticipated.